Event description:
Complainant alleged that while treating a male patient during a code, the device's display went blank. Complainant indicated that the clinician obtained another device to continued treating the patient. Complainant indicated that there was no adverse effect to the reported malfunction.